Event description:
The account reported the brakes were not holding. The bed is located in the second floor storage of the facility. There was no patient/user injury reported. (B)(4).

Manufacturer narrative:
The technician found that the brake casters had worn rubber and damaged stems. An investigation was performed and this issue was addressed under an engineering change. The technician replaced the brake casters, brake steer casters and supports to resolve the issue. Based on this information, no further action is required.